Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening. (D11)concomitant devices: (cn: 02-012-35-2011, sn: (B)(6)) logic ps tibial insert, size 2, 11mm. No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info: d4 (UDI number), d10, g1, g4, g5, g7, h1, h2, h3, h6, and h7. Section h11: corrections made in the following section(s): (g1) corrected manager first name from mrs. To (B)(6). (H1) should have stated serious injury and malfunction.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 02-012-35-2011, sn: (B)(4)), logic ps tibial insert, size 2, 11mm.

Event description:
As reported, index surgery: (B)(6) 2012 of the right knee, the revision due to complete aseptic loosening of the femoral component. Intraoperatively, the femoral component was noted to be completed debonded from the cement mantle; therefore, the components were explanted. The tibial component and patellar components were found to be well-fixed and were therefore not explanted. It was noted that the patellar component did have significant wear but because it was well-fixed, it was elected not to revise it. During this revision femoral component with stem, offset coupler, and augments were implanted as well as a logic psc tibial insert. The patient tolerated the procedure well and left the operating room in stable condition. The rep was present at the time of the surgery. The devices will be returned for evaluation.